Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('both coils imbedded in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("both coils imbedded in my uterus") and allergy to metals ("allery to nickel"). The patient was treated with surgery (partial hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the embedded device, device expulsion and allergy to metals outcome was unknown. The reporter considered allergy to metals, device expulsion and embedded device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- embedded device, device expulsion, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('both coils imbedded in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("both coils imbedded in my uterus") and allergy to metals ("allergy to nickel "). The patient was treated with surgery (partial hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the embedded device, device expulsion and allergy to metals outcome was unknown. The reporter considered allergy to metals, device expulsion and embedded device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- embedded device, device expulsion, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.